Event description:
Facility reports that during the treatment an internal blood leak occurred. Dialyzer was changed and treatment was resumed. Towards the end of the treatment the replacement dialyzer also had an internal blood leak occur. Total ebl-500cc. Post treatment het-35.6 and hgb-12.1. Pt then complained of feeling weak and the pt's family member drove the pt to the e.r., where pt was evaluated and d/c'd to home. Facility does not reprocess dialyzers and the dialyzers had to be discharged. This pir/MDR is for the first dialyzer. Refer to pir-200100630/MDR-00034 for the second dialyzer.